Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the customer indicated that the damage to the comb was observed during cleaning of the device; therefore there was no patient involvement or impact to a surgical procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/25/2007 and the last repair was on 02/22/2013 for a bent comb. Evaluation of the device verified the comb to be damaged. The right end of the roller was gnarled and galled, the roller gear teeth were galled and the side plates were worn. The customer did not return a ratchet or cutters with the device. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling by the customer most likely caused the damage to the comb. The damage to the comb most likely was the cause for the event experienced by the customer. The device was serviced and returned to the customer.